Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon was using the lcsc5, with a hp052 and experienced a permanent lockout while trying to take down adhesions. A new handpiece and a lcsk5 were used to complete the case. Another device was used to complete the case. There was no consequence to the pt.